Event description:
The alleged incident occurred when ems techs arrived to find a 93-yr-old female pt who had "been down for some time." The techs attached the 1600 to the pt, and the unit's monitor screen displayed a dotted line for the ECG trace. The complainant was unable to indicate if there was an error message. A medic team arrived on the screen and attached their unit to the pt. The pt's rhythm was in asystole, and the pt did not survive the code. A few days prior, the same alleged incident occurred.